Event description:
It was reported that the anesthesia system had a pneumatic block failure. There was no patient harm. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our company field service engineer investigated the anesthesia system at the hospital and concluded that a pneumatic block had failed and needed to be replaced. After the replacement of the pneumatic block was, the unit was cleared for clinical use. There is no information about which block the received service report is referring to. The device logs have not been available and the reported issue can therefore not be confirmed. The true cause of the reported issue cannot be determined.